Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws produced smoke after being removed from the tunnel. The device was unplugged in order to deactivate the hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).